Manufacturer narrative:
Concomitant products: mcs-p3-31-aoa-us, transcatheter valve. Implanted (B)(6) 2016.

Event description:
It was reported that the patient's pocket opened along the incision site, resulting in a pocket infection. The patient's implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.